Manufacturer narrative:
(B)(4). Method: four complaint (B)(4) reusable adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned circuit was visually inspected and the bead width, bead height, outside diameter and film thickness were measured. Upon receiving the complaint devices it was revealed that one of the circuits was manufactured in may 2013, two in june 2013 and one in december 2014. Results: visual inspection revealed that all four breathing circuits were damaged. Two had tears near the distal connector while the other two had tears near the proximal connector. The bead width, bead height, outside diameter and film thickness were within specification for all four breathing circuits. Conclusion: we are unable to determine what may have caused the damage noted on the returned (B)(4) breathing circuit. All (B)(4) reusable adult breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuits were released for distribution. The user instructions that accompany the (B)(4) reusable adult breathing circuits state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that the (B)(4) reusable adult breathing circuit was damaged near the distal connector. This was found prior to patient use.